Event description:
The consumer reported that since (B)(6) 2016, it only took them a minute for them to charge. They walked through using the implantable neurostimulator recharger (insr), they saw all 6 boxes filled in and said their implantable neurostimulator (ins) was 3 quarters full. The stimulation was on and they charged every night and before this, it took 45 minutes or an hour. It was reported that they hadn't lowered their stimulation recently or anything. The patient did turn their stimulation off and then back on for an electroencephalogram (eeg). They didn't think that they were around any high sources of electromagnetic interference (emi) while having the eeg test. An emi environmental exposure was reported. No trauma/fall was reported to be related to their issue. It was unknown why it only took a few minutes to fully charge their ins. Their face and jaw had been hurting more than normal and normally the device helped with that pain. A return of symptoms was reported. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.